Manufacturer narrative:
Result of investigation: failure analysis visually inspected the assembly no visual defects, damage or contamination. Component was installed in known good vela host based unit upon start up unit alarmed transducer fault. High pip (peak inspiratory pressure), low ve (ventilation) and alarm circuit fault while auto cycling. The exhl press xdcr- exhalation pressure transducer (pt 801) and turbine diff press xdcr - turbine differential pressure transducer (pt 800) was successfully calibrated. The exhl diff press (exhl flow) xdcr - exhalation differential pressure transducer (pt 802) failed calibration. The reported issue during functional check. This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.